Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. The customer also mentioned that the device was stuck in the prime loop. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads, and missing end cap sticker.